Event description:
Related manufacturer report number: (B)(4). It was reported that the patient damaged the insulation of their modular cable with a knife. A driveline error alarm was activated and fuse b in the system controller was damaged. The system controller and the modular cable were exchanged. The alarms resolved with the exchange.

Manufacturer narrative:
Related manufacturer report number: 2916596-2022-11712 reports the issues against the system controller. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed. The modular cable (lot number: 8197091) was returned for analysis was functionally tested and did not pass. Damage was noted to the modular cable and the green, orange, and yellow conductors were cut. The modular cable was stripped to view the damaged red, green, orange, and yellow conductors which correspond to the pwrb, com a, gndb, and comb pins in the bulkhead of the system controller. The root cause of the damage was conclusively determined to be due user error per the provided information. The device history records were reviewed for the modular cable (lot number: 8197091) and the modular cable was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.